Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: review of the black box data revealed that records from (B)(6) 2018 were not available. The available black box data revealed record of replace cartridge alarm followed by a power on reset dated (B)(4) 2018 at 06:13. The records show that when the pump was powered back on, the time and the date were incorrectly set to (B)(4) 2018 at 19:30 and verified by the user. On investigation, the pump powered on normally and was exercised for 24 hours. At the conclusion of the exercise, the pump¿s basal history correctly reflected the programmed rate; during testing, the basal rate did not fall one hour behind as alleged. The keypad was verified not to have any hypersensitive keypad buttons. The basal change history recording anomaly was a result of the time/date not being set correctly by the user after the power on reset event at 19:30; this was determined to be user induced. Unable to duplicate a basal history recording defect during testing. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation and the display was observed to be dim/discolored. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the basal rate was one hour behind. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.